Event description:
It was reported that during routine follow-up, the electrode was suspected to be dislodged. The patient was admitted to the hospital and a chest x-ray was performed which confirmed the electrode dislodgement. Subsequently, the patient underwent additional intervention where it was found the suture sleeve was loosely fixed. This was addressed and the electrode was successfully repositioned. No additional adverse patient effects were reported.